Manufacturer narrative:
The received scissors sample was found in the opened original packaging including cover foil. The instrument shows surgery residuals. The broken part was also returned. One scissor blade was broken off as it was complained by the customer. The instrument was visually inspected with the aid of a photomicroscope with various magnifications. The fracture surface did not show signs of corrosion. Further signs indicating the cause of the fracture were not found during the investigation. A 100% functional test is performed during production which ensures that the instrument fulfills the specification before it will be delivered. The cause of the fracture cannot be determined anymore. A design related root cause for the damage of the complained device has not been identified. No further actions are necessary. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the cracked scissors part was successfully removed from the patient's eye during the same procedure by means of bimanual technique. There was no harm to the patient.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a curved scissors cracked during surgery and landed inside of the patient's eye. Patient impact information is unknown. Additional information has been requested.